Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis and the use of the liberty select cycler and liberty cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the peritonitis event and use of the liberty select cycler and liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. The patient¿s culture results were positive for gram-negative bacteria. ¿infections with this class of bacteria often arise from the genitourinary system, hepatobiliary tract, gastrointestinal tract, and lungs.¿ most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the available information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient was admitted to the hospital on (B)(6) 2025. The patient has peritonitis and is on antibiotics. Additional information was provided by the patient¿s pdrn. The patient was admitted to the hospital on (B)(6) 2025 with symptoms of abdominal pain. The patient was diagnosed with peritonitis. Pd cultures were obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ciprofloxacin (dose, frequency, and duration unknown). The cultures resulted positive for gram-negative rods (no organism provided). The patient was discharged on (B)(6) 2025. The patient continues antibiotic therapy and is completing treatment utilizing the liberty select cycler during recovery. The patient is reportedly improving. The cause of the peritonitis event is undetermined.